Manufacturer narrative:
Film evaluation results are: the pre-implant anatomy sizing information and films that showed resolution of the endoleak were not provided. The exact cause of the possible type IV transgraft endoleak could not be conclusively determined from the videos provided; however, it may be due to heparin used during the procedure or patient condition.

Event description:
An endurant ii aorto-uni-iliac stent graft was implanted in the patient for the treatment of an abdominal aortic aneurysm. It was reported that, during the index procedure, a type IV jetting endoleak was observed. The physician deployed another limb and the endoleak resolved. Per the physician's statement, the cause was device related. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.